Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that a patient underwent a total shoulder procedure on (B)(6) 2025, during which an ar-9501-11s univers revers apex humeral stem size 11, ar-9502f-39cpc arthrex univers revers suture cup, 39 (neutral), ar-9503m-03 arthrex univers revers humeral insert medium / 39 / +3, ar-9560-24 arthrex univers revers modular glenoid system modulas baseplate 24 mm, ar-9561-25s univers revers modular glenoid system, central screw, modular 25 mm, (qty. 4) of an ar-9563-20 univers revers modular glenoid system, peripheral screw, locking 5.5 x 20 mm, ar-9564-2439 arthrex univers revers modular glenoid system gleno sphere 39/24 were implanted. Postoperatively, the patient has developed an infection. No further information was provided. Additional information was received on 03/31/2025: the patient underwent a reverse total shoulder procedure on (B)(6) 2025. The description of the severity and depth of the infection is unknown, and when and how the infection was treated. A poly swap procedure was performed a month later on the patient due to the infection. Additional information was requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Omplaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event, resulting from a deep infection, which subsequently led to adverse outcomes necessitating revision surgery.